Event description:
It was reported that the patient experienced difficulty to pump with an inflatable penile prosthesis (ipp) due to unknown reasons. Scar tissue or capsule were suspected. A revision surgery was performed in which the preconnected cylinders and pump were explanted. The patient was reported to be not have experienced any further adverse events. No more information available at the moment. Should additional information become available, it will be provided.